Event description:
While taking off the saw blade off of the sagittal saw handpiece, the attachment piece broke off at the back table and not in the patient. Pictures were taken to show that the blade was complete.